Event description:
The customer had been running high bg for four days. The customer has tried many set and set changes. The customer stated that while running a leadscrew test on the pump, the screen will revenrt back to time screen and the customer does not hear the pump clicking. The customer hasn't received any alarms. The customer had tried this test a few times and received the same result each time. The customer was instructed to revert to manual injections per md protocol.